Event description:
On (B)(6) 2012, the home patient (hp) contacted global technical services regarding an unrelated condition. However, during the conversation, the hp reported that they had an infection and that his registered nurse was aware of it. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse (pdn) regarding the reported event. The following information was reported. In 2011, the patient began peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced pancreatitis and was hospitalized for the event. Treatment during hospitalization included unspecified antibiotic treatment. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, approximately one week after hospitalization, the patient experienced peritonitis, manifested by abdominal pain and was re-hospitalized for the event. The patient was treated with daptomycin intraperitoneally (ip). At the time of this report, it was unknown if the patient remained hospitalized. Pd therapy was ongoing throughout both hospitalizations. The patient was recovering from peritonitis. The nurse stated the hospitalization for pancreatitis caused the patient to get peritonitis. The nurse stated the event of peritonitis was unrelated to any baxter solutions, disposables, or devices.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This condition of peritonitis - no malfunction or use error was not confirmed, as the disposable set was not returned to baxter for evaluation. The condition reported did not describe any types of use errors that might have caused potential contamination. Therefore the condition is not confirmed and the assignable cause could not be determined. A batch review was conducted for the suspect lots and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.